Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent vaginal hysterectomy and lso on (B)(6) 2009 due to menometrorrhagia and left ovarian cyst. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent a hysterectomy in 2009. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to infection, exposure and erosion. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal, bilateral paravaginal dissection, colpoperineorrhaphy, anterior and posterior colporrhaphy on (B)(6) 2016 by (B)(6) due to vaginal scarring.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced scarring and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07442. The same patient is represented in each medwatch.